Event description:
Customer reportedly received results of 251 mg/dl, 210 mg/dl, 263 mg/dl, and 129 mg/dl within 3 minutes on the performa nano system. No adverse event reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.